Event description:
New information received indicates programming changes were made. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed the implantable cardioverter defibrillator exhibited non-sustained oversensing episodes due to post paced t wave oversensing. Programming changes were discussed but not made. The patient was in stable condition.